Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone aspheric rao600c was implanted in the left eye of the patient on (B)(6) 2019. Post-operatively the patient presented with a refractive error of -1.50d. The healthcare facility in communication with rayner has stated that they plan to re-assess the patient and proceed with a lens exchange. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "sub-optimal visual outcome"; incorrect product selection, aniseikonia combined with unsuitable lens power selection and wrong lens power caused by incorrect patient biometry readings/calculations (e.g. Previous lasik procedure). The patient has previously undergone lasik surgery. Lasik can change the corneal curvature and although the lens power was calculated with this in mind this may still be a contributory factor. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the reported event.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient presented with a refractive error of -1.50d.